Event description:
It was reported that the customer was hospitalized. It was stated that the customer's insulin pump had an error alarm. Troubleshooting was performed. Advised that the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the motor error alarm.